Event description:
It was reported that during a vertical banded gastroplasty procedure, the catheter was cut at the time of its introduction into the trocar. Another device was used to complete the procedure. There was no pt consequence.

Manufacturer narrative:
Reinforcement band tab damaged. Eval summary - the band was returned with the catheter torn, near to the balloon catheter connection. While it is not possible to draw a definitive conclusion regarding root cause, the instruction for use (IFU) cautions against inadvertent tear of the band/balloon by sharp instrumentation. The mfg records were reviewed and no anomalies were found during the mfg process.